Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported experiencing chest pain. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed atrial activity appeared to fall into post-ventricular atrial refractory period (pvarp) which triggered an atrial paced (ap) beat which may have not been capturing with a long atrioventricular (av) delay and a ventricular paced (vp) beat. Ts advised for an in person visit for further evaluation. At this time, the ICD remains in service. No adverse patient effects were reported.